Event description:
It was reported the patient came to emergency room with inappropriate shocks. After interrogating the device, the physician observed high impedance, oversensing, diminished r-waves on the lead, and the lead integrity alert had triggered. Noise was observed on the egms. Pauses were noted due to loss of capture. The device was reprogrammed prior to being explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed with no anomalies found. It was noted that the outer tubing overlay was breached cut and had cosmetic environmental stress cracking, and the helix was distorted/bent. There was blood/body fluid on the outer tubing overlay, in/on the helix mechanism, and on several conductors (not obstructed). Apparent explant damaged was noted. Corrected: facility aware date, date of death, patient outcome, event description, and date of device manufacture.

Event description:
It was reported the patient came to emergency room with inappropriate shocks. After interrogating the device, the physician observed high impedance, oversensing, and diminished r-waves on the lead. Noise was observed on the egms. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.